Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) exhibited a shorted shocking lead condition warning message upon interrogation post shock delivery for ventricular tachycardia. Shocks were delivered, but were not successful in converting the patient. Therapy delivery was reported to have been exhausted. Paramedics were there and the patient was taken to the hospital. The chronic right ventricular defibrillation lead was reported to have a low shocking impedance measurement.